Manufacturer narrative:
The failure analysis technician evaluated the vela front panel and conducted a visual inspection. The front panel was installed for duplicating the reported issue of touch screen not responsive due to liquid damage. The display powered up in service mode and initialized patient-user displays and colors with no problems. Touch display interaction was successful and can be calibrated. The reported problem could not be duplicated but failed due to intermittent operation caused by ingress moisture between the membranes and the touchscreen.

Manufacturer narrative:
(B)(4). Carefusion field service evaluated the unit, and found the panel touch screen was not responding due to fluid damage. He replaced the front panel assembly. He calibrated the touch screen, and completed operational verification procedures. After the repair, the unit was meeting manufacturer specifications.

Event description:
Unit touchscreen was reported to have been saturated with liquid. There was patient involvement, but no patient issues.